Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had no capture threshold. No programming changes were made. The patient was in stable condition.